Manufacturer narrative:
Spyropoulou, v., russo, g., rossi, e.d., ruggiero, c., volpe, d., d¿arcangelo, g., papoff, p., civitelli, f., aloi, m., oliva, s., (2024), diagnostic accuracy of multimodal noninvasive follow-up for pediatric ulcerative colitis: a single-center prospective study, journal of pediatric gastroenterology and nutrition, 78(2), pp 280¿288. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature study, between 2014 and 2018, a prospective blinded comparison study with 32 patients involved was done to determine the diagnostic accuracy of a novel non-invasive approach, including colon capsule endoscopy (cce), colonic ultrasonography (us), and fecal calprotectin (fcp) in the follow up of children with known ulcerative colitis (uc). One patient was unable to swallow the capsule. Five capsules were not excreted before the battery expired, but three of these capsules reached the rectum, enabling a complete evaluation of the colon. No serious adverse events related to the colon capsule endoscopy procedure, or bowel preparation were reported during the study.